Manufacturer narrative:
Catalin dumitru cosma; vlad olimpiu butiurca; marian botoncea; cosmin nicolescu; cristian russu; calin molnar. "Short- and mid-term surgical outcomes of billroth I versus billroth ii/roux-en-y reconstruction: a prospective observational cohort study" medicina 2025, 61, 1927. Https://doi.org/10.3390/ medicina61111927. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between october 2021 to december 2024, a prospective observational study compared the short- and mid-term surgical outcomes of billroth I and billroth ii/roux-en-y reconstruction following distal gastrectomy in gastric cancer patients. A total of 150 patients were enrolled in the study, with 72 undergoing billroth I and 78 undergoing billroth ii/roux-en-y reconstruction. Stapled end-to-side anastomoses with (gia 60 mm linear stapler) were used selectively when duodenal mobility allowed a tension-free alignment. Complications included 5 patients with anastomotic leak, 2 patients with duodenal stump leak, 7 with intra-abdominal abscess, 4 with postoperative bleeding, 11 with wound infections, and 3 patients with postoperative stricture [occlusion]. Health impacts included 17 patient hospital readmissions, 8 patient reoperations, and 11 patients requiring intensive care unit level care. Non product related, procedural complications included postoperative pulmonary complications, cardiovascular complications, proton pump inhibitor medication use, esophagitis, bile reflux gastritis, and dumping syndrome. The study also evaluated 90-day patient mortality, noting 13 patient deaths; however, no product issue was noted, nor any indication that the device was directly related to the reported deaths.